Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided was within specification. The alarm trace showed sodium calibration and is concentration for sodium out of range alarms. The field service engineer (fse) confirmed that the analyzer was operating within specification. Ise checks, calibration, and qc were performed successfully. The investigation did not identify a product problem. The root cause of the event could not be determined. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 131 mmol/l. The result was accompanied by a delta check which prompted them to repeat the sample. The repeat result was 141 mmol/l. The repeat result was deemed correct.